Manufacturer narrative:
Concomitant medical devices: product ID 8780, serial/lot# (B)(4), implanted: (B)(6) 2020, explanted: product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-dec-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown morphine drug (unknown concentration or dose) and another unknown drug via an implantable pump for unknown indications for use. It was reported that the patient "just had to have the catheter replaced" and the pump was currently at the lowest and the patient was not able to bolus. The patient requested to know when their next refill date was; however, patient services reviewed that the ptm will not show what the estimated refill date should be if the patient is not able to bolus. The patient then stated that they have been in severe pain, a lot of pain for the "past 6-7 months." The patient stated that the physician would increase the medication but it would not help. The patient noted having back surgery not related to the medtronic device/therapy and the back surgeon was working on l2-l3 and found the catheter embedded in scar tissue and nerves so they determined the catheter needed to be replaced. The patient stated that decreasing the medication had no effects either. The patient stated that currently the pump has morphine in it but prior had something else with the morphine as well. The issue was not resolved at the time of report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient who reported that ¿I had been going to my pain management doc on a regular basis trying to get my pain under control ¿ but it just didn't seem to be working. I had an MRI (which did not show misplacement) my back doc said that he would go in remove osteophytes whatever else to try relieve my pain. When he got in there, he found copious amounts of scar tissue the pain pump tubing was embedded in that tissue. He basically told me he stapled it did his work and sewed me up. He said the pump tubing was not where it was supposed to be at all. He then called his counterpart (who wasn't the original doc who put it in). Then 2 days after that surgery. The doctor went in re-tubed catheter appropriately. The device never let us know that it had become blocked or dislodged. My nurse would always find the amount of medication expected. I just was not getting pain relief. I had been saying the pump was not controlling my pain. Really since it¿s insertion. Right after insertion I kept going to the doctor and he kept saying ¿we can't just keep upping this¿. I changed pain docs and I diagnosed myself with hyperalgesia ¿ they changed my medication from dilaudid to morphine. I still kept having it increased. No physician ever said ¿ oh let¿s check catheter placement. Now post-op I do still have a lot of pain. We will see what happens. Now I am starting with a new pain doctor and hopefully this pain doctor hopeful that this new practice will be able to help me.¿